Manufacturer narrative:
H6: investigation summary: customer returned two images of a single syringe with a polybag identifying it as a 0.5ml, 31 gauge, 6mm syringe from lot 0083432. The syringe has had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 0083432. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that prior to use with bd syringe 0.5ml 31ga 6mm the hub was separated from device. The following information was provided by the initial reporter, translated from portuguese to english: "unfortunately again, I come to inform you about a syringe that came without a needle".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd syringe 0.5ml 31ga 6mm the hub was separated from device. The following information was provided by the initial reporter, translated from (B)(6) to english: "unfortunately again, I come to inform you about a syringe that came without a needle".